Event description:
This 36 year old patient immediately after the implants were placed had difficulty with constractures. In 1989 she began to have symptoms of vertigo, malaise, memory loss and stiff joints and muscles. A newrological workup for a brain tumor has been negative. In the afternoons she has a low grade temperature elevation and fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.